Event description:
While doing sponge counts with surgicount, a sponge would not register on counter. Upon closer examination of bar code tab, it was discovered the middle section of the tab was missing. Surgeon informed of missing piece of bar code (paper) and not sure if beneficial. A x-ray was decided at end of the procedure. Bar code piece of paper later found on plastic fluid warmer drape. Both the sponge and area of warmer drape bagged and sent to smda (safe medical device act) staff for investigation. No x-ray was done. No harm to the patient is known.